Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, seal was laid. Knife blade was deployed, jaws opened and bleeding occurred. It was noted that patient lost approximately 200 ml of blood but no transfusion performed. They used another like device to complete the procedure. There was no patient injury.